Event description:
Allegedly, at the conclusion of hysterectomy procedure, dr noted a 1 cm perforation in the colon. The dr used 2 morcellators during procedure; one was a karl storz unit, the other gynecare. Hospital does not know which unit was being used when perforation occurred. There was no report of malfunction. Another doctor came in and sutured the perforation in an open procedure. Pt condition good post procedure.

Manufacturer narrative:
There was no report of malfunction, so hospital kept unit in circulation. It has been used in multiple procedures since this event and has functioned well with no problems reported.